Event description:
On (B)(6) 2013, the patient contacted animas alleging that the pump had been randomly powering off resulting in blood glucose (bg) up to 500mg/dl with excessive thirst and urination. The patient stated she was able to correct bg elevations with syringe injections. Specific dates for the elevated bgs were not provided. The patient stated that the issue has been occurring for the past two weeks. There was no physical damage noted to the battery cap or compartment. The pump powered off during troubleshooting, and the patient had to remove and re-insert the battery to get the pump to power back on. There was no replace battery alarm noted prior to the pump powering off. This complaint is being reported due to the allegation that the patient experienced hyperglycemia due to a power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history indicated power on resets. No damage was found to the battery compartment. The battery cap was not returned with the pump. A new test battery cap was used for testing purposes. A 1.0 unit/hr basal program was executed on the pump for 24 hours; no power issues were found during testing. A 29 hour flow accuracy test was performed; the pump was found to be delivering within the required specifications. The pump cover was removed; no internal moisture was noted and no damage was found to the power circuit. The reported power issue was found in pump history but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.